Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level (specific value was not provided). The customer declined assistance from tandem technical support regarding the hospitalization. No additional patient or event information was available.